Event description:
It was reported that the pump was replaced because it was nearing end of life. During the procedure, the healthcare provider (hcp) could not aspirate the catheter. No back table prime was programmed. The reporter wanted to know how long the patient would get drug and then how long they would go without drug. The catheter was hooked up to the pump at 2:00. It was determined that, at 9am on the morning following the report, the patient would receive water and 19.5-28.3 hours later, the patient would get drug again. The device system was used to deliver clonidine 500 mcg/ml and morphine 55 mg/ml. It was later reported that the patient was doing well and no adverse events occurred post-implant. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8637, product type: pump; product ID: 8711, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. (B)(4).